Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Event description:
It was reported that during an unknown procedure, the applier released three clips crossed and the operator had to remove them from the applicator using anatomical pliers. The device was dismissed and the surgery was carried out and finished by using a new device. After the surgery, the defective device has been refired. The next clips were formed correctly, without problems till the end. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.